Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Evaluation found the battery was damaged.

Event description:
In this event it was reported that a vdw silver reciproc motor was locking during preparation; no injury occurred.